Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Insulin pump had cracked a case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer experienced keypad anomaly for the third time. Customer would like failure analysis letter. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)